Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va11m36, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported that the patient could feel the stimulation in the bicycle seat area, but it was not helping her incontinence. This had occurred since implant. The hcp was assisted in checking the impedances and they were approximately 1,000 ohms. However, the combinations of 0 <(>&<)> 1, 0 <(>&<)> 2, 1 <(>&<)> 2, and 1 <(>&<)> 3 were greater than 4,000 ohms. The patient was programmed on 0 <(>&<)> 3 and was changed to 2 <(>&<)> 3, where she still felt the sensation in her bicycle seat area. The patient's indication(s) for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Event description:
Additional information received from the health care provider (hcp) reported that it was unknown if the incontinence and high impedances had been resolved. The cause of the incontinence and high impedances had not been determined. The diagnostics performed related to the incontinence and high impedances was help from the manufacturer over the phone.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.